Event description:
Foley catheter tubing cracked and caused urine to leak out. It was placed without problems. Urine was noted to be leaking from the white plastic area above the tubing. A crack was noted on the side of the white plastic area of the tubing. The foley bag was replaced and urine was no longer leaking.